Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies vascular thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a patient enrolled in the (B)(6) study on (B)(6) 2020 was treated using a web 17 sl. The angio result at the end of the procedure is a complete occlusion of the aneurysm sac (raymond I). Thrombus formation was visible at the aneurysm neck. The event was reported not serious and without clinical impact. Medication was administered (kardegic), and the outcome was resolved without sequelae.